Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio iq meter was displaying an error 2 message. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began on the same day he contacted lfs for assistance at approximately 12:00pm. The patient reportedly manages his diabetes with an unknown type/dose of insulin and he denied taking any action regarding his usual diabetes management routine in response to the alleged issue. He claimed that approximately 5 minutes after the issue began, he developed symptoms of feeling ¿anxious¿ but despite his symptoms he denied receiving any medical intervention. At the time of troubleshooting, the cca noted that the subject device was not being used for the first time. The subject test strips were in good condition and the testing technique was correct. The issue was not resolved with troubleshooting and replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient symptoms did not correlate with lfs¿s definition suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved.